Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Shaver hand piece would not work at all when plugged in. Completed the case using a like device. No patient consequence. The information being submitted for this complaint all the details that are known/available regarding this event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device was received at service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue of the unit not working when plugged in as the device would beep when plugged in and would not function due to a short in the cable. Additionally, a locking nut on the motor was loose causing fluid ingress and causing heavy corrosion on the motor, the keypad pcb, and the silicone buttons; contributing to the device not working when plugged in. Device disassembled and decontaminated as per the service manual during initial evaluation. Performed repair as identified in the investigation by replacing the cable, motor, keypad pcb, and the screws and silicone buttons. Performed replacement of internal seals and valve screws as per the service manual. Performed decontamination of spare parts per the service manual prior to placement into the device. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device [product code: 283512, serial number: (B)(4)] , and no non-conformance were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.